Event description:
Patient with an acute inferior wall myocardial infarction was on the table and a salvage ptca was in progress. After one balloon inflation the balloon was repositioned and ready to be inflated when the technician started to fluro the fluro would not work. The system was rebooted but still there was no fluro or cine capability. The patient was extremely unstable, so he along with the balloon pump was transported to another hospital via a mobile care unit. There was a service technician on site by this time, when he tested the x-ray tube for continuity there was none, he determined by this that the x-ray tube had failed and must be replaced. This x-ray tube was installed only two weeks before this incident on 1/20/94.device not labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-jan-94. Service provided by: manufacturer. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: electrical tests performed, performance tests performed. Results of evaluation: component failure, electrical problem - open circuit. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device repaired and put back in service. The device was not destroyed/disposed of.